Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-13999mf serial/batch number (B)(6) was received for investigation. Functional testing was not performed due to the damage to the device. Visual inspection noted that the device has normal wear and tear, and the upper jaw is not functioning properly and is bent out of place. The most likely cause is attributed to misuse/use error due to damage to the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 15-jan-2026, it was reported by a sales representative via (B)(6) that an ar-13999mf fastpass scorpion jaws were misaligned as it would not pass the top jaw. This was discovered during the case with no patient harm.